Event description:
It was reported by resmed germany that an astral ventilator failed to pass its internal self-test. There was no patient injury reported as a result of this incident. Reference MFR # 3004604967-2015-00047.

Event description:
An engineering investigation was performed on the returned astral device. A review of the circuit test logs confirmed that a learn circuit test failure occurred in the device. The stress test to replicate the fault as well as a visual inspection of the returned product confirmed the device operated as designed. Based on all available evidence, the root cause of the occurrence is unknown. It is possible the fault was caused by a leak in the test circuit; however the investigation could not reproduce the fault condition. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident.